Event description:
On (B)(6) 2026 a patient underwent a central venous catheter placement procedure using powerhickman central venous catheter. 6 days post procedure, leakage was observed at the catheter insertion site. It was further reported that the cuff and the intravascular portion of the catheter remained inside the patient's chest. The patient experienced pain radiating to the neck during potassium infusions. The patient required surgical intervention to retrieve the retained catheter fragment. The procedure was completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. Photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.